Event description:
It was reported the customer had a leak on their reservoir. Customer's blood glucose was 387 mg/dl. The customer reported observing the leak when they had removed their reservoir. Customer stated fluid was visible in the reservoir compartment. The customer also stated they had over treated for their low blood glucose, causing their high blood glucose. Customer will be returning their reservoir for analysis. No additional information provided.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir and checked o-rings/stopper groove for anomalies and none were found. Occlusion test was completed as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into insulin pump. Conclusion: reservoir not leaking.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.